Event description:
It was reported that biomed stated that the arctic sun device was not cooling. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device would not fill properly until the level sensor was cleaned of debris that was preventing water from entering the sensor cup and replacement of the tank seals due to tears in the seals. The circulation pump flowmeter was replaced due to a binding impeller and the device was primed to fill in decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.